Event description:
It was reported the balloon cannot be inflated before use. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Balloon did not inflate due to leakage from inflation lumen near distal end of the thermal filament mid-form. A slit, about 0.08" long, was found at this location. The slit entered inflation lumen. A CAPA is in process for slit in catheter body related to balloon inflation.